Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in an unknown location. The cause of death was unknown but connected to low blood glucose. The reporting party did not state if the customer had any illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was most likely wearing the insulin pump at the time of the incident. It is unknown if the customer was using sensors. No further information was provided as there is pending legal action. It is unknown if the insulin pump will be returned for analysis. Frn-unk-rsvr . Unomed set.